Event description:
The catheter tube was severed at the bifurcation hub. An rn noticed the severed catheter while checking the pt. The rn was not sure how long the catheter had been severed, but didn't think much time had lapsed. The hosp reported that there was "minimal" blood loss, and no treatment was required as a result of the break. The manager stated that the pt was not intubated, so hosp protocol is to assess the pt every 2 hrs. There is a clinician in the area at all times, and no alarms sounded.